Manufacturer narrative:
Reported event an event regarding disassociation and fracture involving a mets distal femur was reported. The event was confirmed by x ray review. Method and results: visual inspection: the femoral stem (curved), femoral principal shaft, femoral knee with epiphysis, tibia rotating hinge (metal case assembly), femoral collar (round coated), axles, and bushing were all returned. The bumper pad for the tibial component was not. Visual inspection of the returned femoral shaft showed dark wear lines around the taper, extending three quarters down. The wear lines appear darker and larger going down the taper, however the distal portion of the taper closest to the shaft body, has no wear marks. Next to the alignment pin there is also slight discolouration, in addition to this, one axle also shows very faint marks. Upon further inspection of the device it was noted that the distraction hole was now on the anterior side of the shaft, thus indicating that the shaft and stem have rotated relative to each other. Further signs of rotation can be seen when looking closer into the distraction hole, instead of seeing the 6-degree flat feature of the stem taper, the taper side wall is visible. In addition to this an indentation is present on the side wall. Visual inspection of the femoral knee with epiphysis, tibia rotating hinge (metal case assembly), femoral collar (round coated) axle, and bushing did not identify any damage or non-conformity relevant to the reported event. Dimensional inspection: could not be performed as the device was return worn. Functional inspection: could not be performed as the device was return worn. Material analysis: visual examination confirmed fracture of the lug on the cemented stem. Stereological and electron microscopy examination identified the stem had rotated which would indicate loss of lock between the cemented stem and the shaft. Loosing of the stem was identified as a likely contributing factor to the fatigue fracture of the lug, which fractured in fatigue due to unidirectional bending. The cause of loss of the initial lock is not detectable. Clinician review: a review of the provided x-rays by a clinical consultant indicated: assessment the implant in situ was for a mets distal femoral replacement which was inserted on the (B)(6) 2019. The surgeon initially reported that the mets distal femur has a suspected fracture of the alignment lug in the morse taper. Subsequently in reference to the updated report, the patient¿s knee joint had a fixed 90 degrees of external rotation. The x ray provided showed that the knee joint had almost 90 degrees of internal rotation together with the patella bone moved to the side of the medial femoral condyle. The retrieved implant showed that the integral shaft inside the principle shaft has rotated which is judged by the curved stem on the front view of the knee joint, which suggests that the alignment lug of the integral shaft inside the principle shaft has fractured. The above observation can confirm the clinical report. The rotation of the knee joint is probably because of the disassociation between the tibia hinged component with the metal casing. Therefore, the x ray review can confirm the reason for revision. Device history review: review of the product history records indicate 20 devices were manufactured and accepted into final stock on 13 jul 2018 with no reported discrepancies complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, and progress notes are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
It is reported "mets distal femur that has a suspected fracture of the alignment lug in the morse taper due to the patient¿s knee externally rotating" update 20 dec : surgeon reported the following " he was doing well but slept with his leg hanging off the end of a hospital bed. After that he felt something had happened. The problem appeared to be at the proximal stem/implant junction which was fixed in 90 degrees of external rotation, so presumably had dissociated here. We could not disimpact here so revised the stem. No problems with original implantation. Extra- articular resection of the knee".

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Visual inspection of the returned femoral shaft showed dark wear lines around the taper, extending three quarters down. The wear lines appear darker and larger going down the taper, however the distal portion of the taper closest to the shaft body, has no wear marks. Next to the alignment pin there is also slight discoloration, in addition to this, one axle also shows very faint marks.

Event description:
It is reported "mets distal femur that has a suspected fracture of the alignment lug in the morse taper due to the patient¿s knee externally rotating" update 20 dec : surgeon reported the following " he was doing well but slept with his leg hanging off the end of a hospital bed. After that he felt something had happened. The problem appeared to be at the proximal stem/implant junction which was fixed in 90 degrees of external rotation, so presumably had dissociated here. We could not disimpact here so revised the stem. No problems with original implantation. Extra- articular resection of the knee".